Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs system was no longer providing effective therapy for patient¿s chronic pain. Patient was also experiencing pain at ipg site (1627487-2018-04509). As a result, patient underwent a surgical procedure on (B)(6) 2018, wherein scs ipg was explanted, however the lead remains implanted.

Manufacturer narrative:
Concomitant devices have been added.